Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced hyperglycemia with a reported glucose of 377 mg/dl while using 32-inch infusion sets, following a late meal and a recent supply change; delivery was briefly paused for tubing testing, then resumed, and the user was advised to follow a ketone plan and contact their healthcare professional. Symptoms included elevated blood glucose. Outcomes included return to target glucose after the user replaced the infusion set and consulted their healthcare professional. Investigation included troubleshooting guidance and review of infusion delivery, with user follow-up. Investigation of this case revealed a bent cannula associated with the infusion set, which likely impaired insulin delivery and contributed to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set insertion or site issues leading to reduced insulin delivery.